Manufacturer narrative:
(B)(4). Summary of investigational findings: investigation is based on event description and image review. A tulip filter was deployed in an infrarenal location with 7° leftward tilt for an indication of pe. It was reported that a grade 3 interaction with the ivc wall was noted during the one year follow-up, but not which adjacent structures the interaction was involving nor which leg demonstrated the penetration. The one year follow-up ultrasound revealed still no significant tilt and the reported grade 3 interaction could not be confirmed, but since no cross sectional imaging was provided, the cause and relationship of filter leg perforation cannot be determined. It is noted that the patient was asymptomatic. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: (B)(6), site reported grade 3 filter leg interaction with ivc wall. During the index procedure on (B)(6) 2015, the patient received a gunther tulip® filter. The inferior vena cava (ivc) diameter at the intended filter location was 17.1 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a gunther tulip® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was <6 degrees. There was no extravasation of contrast and no filter legs outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 16.3 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did not appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 7.6 degrees. The patient was discharged on (B)(6) 2015. The one-year CT was performed on (B)(6) 2016 (352 days post-procedure). The site noted: grade 3 filter leg interaction with ivc wall. On (B)(6) 2016 (363 days post-procedure), the one year follow-up was completed. It was determined that filter retrieval would not be attempted due to ongoing risk for pe. The patient was taking warfarin. Since the last contact the patient had experienced no significant medical conditions. Patient outcome: the patient remains in the study.

Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to study: (B)(4), (B)(6), site reported grade 3 filter leg interaction with ivc wall. During the index procedure on (B)(6) 2015, the patient received a gunther tulip® filter. The inferior vena cava (ivc) diameter at the intended filter location was 17.1 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a gunther tulip® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was <6 degrees. There was no extravasation of contrast and no filter legs outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site and the ivc diameter was 16.3 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did not appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 7.6 degrees. The patient was discharged on (B)(6) 2015. The one-year CT was performed on (B)(6) 2016 (352 days post-procedure). The site noted: grade 3 filter leg interaction with ivc wall. On (B)(6) 2016 (363 days post-procedure), the one year follow-up was completed. It was determined that filter retrieval would not be attempted due to ongoing risk for pe. The patient was taking warfarin. Since the last contact the patient had experienced no significant medical conditions. Patient outcome: the patient remains in the study.